Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (foreign material at the distal end and at the bending section cover) occurred due to not being able to reprocess the device properly due to leakage at the distal end. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. However, the device evaluation has not yet begun. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, identified insufficient cleaning on the forceps elevator channel instrument. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (or based on the completed device evaluation). (A.)the suction cylinder has discoloration, (b.) Switch box has a dent, (c.) The distal end of the insertion section failed the water tightness test due to a crack, (d.) The angle knob rotation, angulation directions, knob play and bending angles are out of standard value, (e.) The adhesive on the bending section cover has deterioration and separation on the thread-wound sections, (f.) Insertion tube buckles and coating peel-off/buckles on protector insertion section, (g.) The distal end has foreign material or stain, (h.) There was adhesives around objective lens, (I.) The adhesive around objective lens has a crack,(j.) The light guide lens has discoloration, (k.) And there is corrosion around l-arm. The investigation is ongoing and a supplemental report will be supplemented upon completion of the investigation.